Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, a cause for the reported failure to advance appears to be due to challenging patient anatomy. A cause for the pericardial effusion could not be determined. Additionally, pericardial effusion is listed in the instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report a pericardial effusion. It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. Prior to inserting the devices, it was noted the patient had a rotated heart and the septum was highly compliant and aneurysmal. The steerable guide catheter (sgc) was inserted and multiple attempts were made to cross the septum but were all unsuccessful. Therefore, the septum was balloon and the sgc was able to successfully cross the septum. One clip was successfully implanted, reducing mr to a grade of 1. During the post operation check, it was observed a pericardial effusion had occurred. It is unknown what caused the pericardial effusion. No treatment was performed on the pericardial effusion. No additional information was provided.